Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified during evaluation of heartmate 3 lvas, (B)(6), and the reported inflow cannula malpositioning could not be confirmed through this evaluation as no images were provided. (B)(6) was returned assembled with the pump cable severed approximately 11¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The cuff lock was fully engaged, and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The lvad event log file captured the flow below the low flow threshold of 2.5 lpm multiple times. Although the inflow cannula malpositioning could not be confirmed, if the inflow cannula was malpositioned, it could have contributed to the low flows captured in the log file. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019 it was reported that the patient had a possible inflow cannula obstruction due to papillary muscle and / or malposition. Patient was taken to the or for device exchange. The likely cause was a malposition of lvad at time of implant. Post-op patient's ventricle decreased in size. Inflow cannula was turned toward septum/inferior wall. Decision was made to exchange pump and sewing ring to better position device. Device will be sent in for analysis. No further or additional information was provided.